Event description:
Customer reported that the insulin pump returned a button error alarm and none of the buttons were responding. Customer reported that the insulin pump may have recently been exposed to moisture from sweat. Blood glucose level was 165 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. No moisture damage on electronic assembly.